Manufacturer narrative:
The customer reported problem was unknown. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Replacement unit- 01/31/2020 12:09:46 lauryne wasan (lwasan) npi confirmed po value $0 please repair unit at no charge to customer. Replacement unit for lost unit, no charge as approved by phi murek. Customer had shipped units (address and tracking confirmed) but the package could not be located. The customer has agreed to receiving replacement units and having the ownership of the lost lvp's: 14412918 14411595 14412050 14411771 14411970 14412207 14412448 14412595 transferred to bd should they be found. A copy of the email communication with the customer has been attached to sn 14492729 for ref erence. 31jan2020lw 01/31/2020 12:47:20 christina castaneda (chcastan) inbound error